Event description:
Right side rupture and capsular contracture.

Manufacturer narrative:
The event of rupture was previously reported on easr. Device labeling addresses the possible event of rupture as follows: "implant deflation/rupture can occur immediately or progressively over a period of days and is noticed by loss of size or shape of the implant. Some implants deflate in the first few months after being implanted and some deflate after several years. Causes of deflation/rupture include damage by surgical instruments during surgery, overfilling or underfilling of the implant with saline solution, capsular contracture, closed capsulotomy, stresses such as trauma or intense physical manipulation, excessive compression during mammographic imaging, umbilical incision placement, and unk/unexplained reasons. You should be aware that breast implants may wear out over time and deflate/rupture. Deflated implants necessitate add'l surgery to remove and possibly replace the implant." Device labeling addresses the possible event of capsular contracture as follows: "capsular contracture may be more common following infection, hematoma, and seroma. It is also more common with subglandular placement. Symptoms range from firmness and mild discomfort, to pain, distortion, palpability of the implant, and/or displacement of the implant. Add'l surgery is needed in cases where pain and/or firmness is severe. This surgery ranges from removal of the implant capusle tissue to removal and possible replacement of the implant itself. Capuslar contracture may happen again after these add'l surgeries.